Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04414, 0001822565-2018-04415, and 0001822565-2018-04416. Medical devices: palacos rg 1x40 single catalog#: 00111314001 lot#: 83334480, unknown tibial tray catalog#: ni lot#: ni, unknown tibial insert catalog#: ni lot#: ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was revised due to loosening. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. - attachment: [mw5078273.pdf]